Event description:
The manufacturer received information from a user of a philips home nebulizer device alleging the device is not working and would like a replacement. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a patient using home neb device that is not working and would like a replacement. Based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. No further action is required. Clinical assessment team assessed as non-serious injuries. Therefore, the device did not contribute to a serious injury or death. No further action is required. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.